Manufacturer narrative:
Zimvie received one (1) tsvm4b10, (imp,tsv,mcol mg,4.1mm,10m) for evaluation. Visual evaluation was performed, the implant has signs of use and was stuck inside the trephine tool. The implant has a fractured mount hex stuck inside the implant. The implant did not disengage/release from the trephine tool as intended. DHR review was completed for the subject lot number 1297798. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1297798 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was customer error - improper technique. Therefore, based on the available information, a device malfunction did occur. There was a fractured mount hex stuck inside the implant. In addition, there was a trephine tool stuck to the implant. The reported fractured mount and does not disengage events were confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #27 has a fractured mount & the bone bur does not disengage from the implant. Mechanical failure- impression coping screw broke off inside of implant and we had to use a bone removing bur to remove the implant and now the implant is stuck in the bur so we have to replace the bur as well.